Event description:
It was reported patient was admitted to the hospital 5/30/2010 after cardiac arrest from diarrhea induced hypotension. Patient was resuscitated and was to have gi consult, but the next day, developed hypotension, hypoxia, and became unresponsive. Went into ventricular tachycardia that required external shock as "the shocks from the ICD were not converting the patient." After prolonged resusitation, the patient died with final diagnosis of dilated ischemic cardiomyopathy with new onset atrial fibrillation, recurrent vt and emd, acute and chronic renal insufficiency, diarrhea uncertain etiology resulting in hypotension. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.